Manufacturer narrative:
The insulin pump act and esc buttons did not respond due to unlock on lcd keypad connector. The buttons responded properly after locking lcd keypad connector. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No broken on battery compartment noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the pump battery compartment is broken. The customer's blood glucose reading was unknown at the time of incident. The customer was also advised that the device would be replaced and to return the product for analysis. No further details given.